Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse checked the arms during system test drive and they functioned normally. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure; the staff was having control issues with the universal surgical manipulator (usm) arms. The issue was reported to dvstat on the following morning. The reporter did not have many additional details about the incident. The intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to remind the night staff to call for assistance in real-time if possible, so technical support could provide immediate help with any issues encountered. The procedure was completed with no report of patient injury.